Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the probable cause for reportable malfunction was use of a high-frequency instrument without sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited c-cover (plastic distal end cover/probe cover) had a burn, adhesive around light guide (lg) lens was peeled. There was no patient involvement.